Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the pt. The lot number was not provided; therefore, a device history record review could not be performed. A follow-up report will be submitted with all add'l relevant info.

Event description:
Device issue: none. Adverse event: allergic reaction - medical intervention. Onset of adverse event: post stenting procedure. It was reported that the pt had three stent implants; 1 multi-link stent; 1 cordis stent; and 1 cobalt chromium stent. The pt is concerned about the cobalt chromium stent, which is a vision stent. The vision stent was implanted in (B) (6) 2009, and since that time has had skin reactions on different parts of her body. The reactions include rashes and itching. The pt has been to several doctors (dermatologist and allergist). The pt stated that she is allergic to surgical tape and leads. Though requested, no add'l info is available.